Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause could not be determined from the video sample provided. One video sample of a powerpicc catheter in use was provided for evaluation. The catheter is inserted in the patients arm. The catheter securement wing is attached to a statlock securement device. The statlock partially removed and is being manipulated to show the leak location. The catheter is being infused with a white fluid. A bead of the white fluid is forming and leaking in the catheter between the securement wing and the insertion site. The catheter surface characteristics at the leak location cannot be clearly examined through the video provided. Possible contributing factors include sharp instrument damage and material fatigue. Since fluid was observed to leak from the catheter shaft, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was punctured and leaked. No other information was provided.